Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the lead migration, the wires coming unplugged and the lead broken was not determined. When asked the cause of the lead migration and lead broken, they reported that it was unknown and possibly patient bending. When asked the cause of the wires coming unplugged, they reported it was unknown. When asked the steps were or will be taken to resolve this issue, they reported the trial was completed and the leads were removed. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown , implanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that there was issue on both lead and ens/system. The patient stated that the lead migration, lead moved, or wire moved. The patient experienced broken lead, lead damaged, or lead cut related to the migration. The patient stated that the ens came off and the wires were dangling. The cause of the issue was not known. The patient stated that the external wire came unplugged.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2024, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.